Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer's over temperature alarm activated, and the lcd temperature display high reading and is activating a continuous alarm. No report of patient involvement.